Event description:
Burns on thighs after using device. Felt burning sensation immediately after first session. Used aloe vera gel which resolving burning sensation after 24 hours. Visible raised texture to the burns which resolves after 48 hours. Visible burn marks immediately after first session. Visible burn marks have not resolved/still present 7 days later. FDA safety report ID # (B)(4).